Manufacturer narrative:
Concomitant medical products: pd314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a competitor indicated that the right ventricular (rv) lead was capped and replaced for an unspecified "product experience." Attempts to confirm or clarify the experience were unsuccessful. No patient complications have been reported as a result of this event.